Manufacturer narrative:
The field service engineer (fse) changed a nozzle assembly and checked the fluidics. The fse ran a performance check that was acceptable. The investigation determined that the calibration and qc were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable results for 1 patient tested for roche elecsys troponin t hs stat on a cobas e 411 immunoassay analyzer. The initial troponin t stat result was 3.00 pg/ml with a data flag and was reported outside of the laboratory. The repeat troponin t stat result was 194.9 pg/ml the troponin t stat reagent lot number was 381539 with an expiration date of 31-may-2020.